Event description:
The patient was implanted with a left ventricular assist device lvad on (B)(6) 2011. It was reported on 30jul2012 that the patient underwent a heart transplant on (B)(6) 2012. The customer stated that no device issues were reported. Additional information reported on 08aug2018 that the patient was listed as a 1a due to recurrent driveline infection requiring IV antibiotics, dles infection with serratia occurred that necessitated 1a status and escalated the patient status for heart transplant list. It was noted that on (B)(6) 2012: dles culture positive for serratia. On (B)(6) 2012: dles culture positive for serratia and ceisseria subflava. On (B)(6) 2012: urgent clinic visit for abdominal pain and dles drainage. Culture positive for serratia and staphylococcus hominis. CT chest/abd/pelvis positive for fluid collection adjacent to lvad but stable compared to previous studies. On (B)(6) 2012: PICC placed for cefepime 2g IV q8h, upgraded to 1a for infection. Later on (B)(6) 2012 the patient was transplanted. The pump will be returning for routine evaluation. The reason for the delay of pump return was that the pump was apparently retained by pathology at the time of transplant and was never sent back until (B)(6) 2018. No further information provided.

Manufacturer narrative:
No device-related issues were identified during the evaluation of heartmate ii lvas, serial number (B)(4) and a specific cause for the patient¿s infection could not conclusively be determined. The pump was returned assembled with the driveline severed approximately 1.5 inches from the pump housing; the severed portion of the driveline was not returned. The inflow conduit and outflow conduit were returned attached to their respective pump ports. (B)(4) appeared to have been exposed to a fixative agent prior to return for evaluation. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Upon disassembly of the pump, visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.